Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited back-up mode due to elective replacement indicator (eri) which was due to a high current drain. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.